Manufacturer narrative:
The customer found that someone in her lab changed the qc ranges and they were incorrect ranges. Fse was not dispatched. The probable cause of the event was operational error. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported on the aia-360 sn# (B)(4), that the l3 for ctnl2 on qc material 23610 is out high. The reported issue with their aia-360 instrument has the potential for causing a delay in reporting of patient results for ctnl2 assay. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.